Event description:
The customer reported that there was a speaker malfunction.

Manufacturer narrative:
The customer reported that they had a speaker malfunction. Phillips is attempting to verify if this was a loss of audio which could result in failure to be aware of a pt alarm condition. A final report will be submitted once the investigation is completed. (B)(4).